Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient felt like they were "having overdose" for about 5 to 6 days after the pump was implanted ((B)(6) 2018). The event date was (B)(6) 2018 (5 to 6 days after implant). No further complications were reported/anticipated.